Event description:
Boston scientific crm received information that the device system was extracted due to pocket infection. Once the pocket was opened, it was also found that the leads had dislodged, however, pacing and sensing functions remained available. At this time, a new device system has not been implanted. As the reported event date occurs after the explant date, neither dates have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.